Event description:
Customer reportedly performed two different comparisons obtaining the following advantage/professional device results: 285mg/dl and 127mg/dl; 311mg/dl and 129mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.